Event description:
It was reported that stent damage occurred. A 2.50 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the distal struts lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported.